Event description:
On an unknown date, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date it was reported that the patient experienced pain, drainage and granulomas at the stoma site and was treated with topical silver nitrate. On an unknown date the granuloma reoccurred, causing pain. The patient was treated with an unknown systemic antibiotic and antifungal for the stoma site. On (B)(6) 2023, it was reported by a clinical nurse that the patient opted to remove the peg-j. The tube was scheduled to be removed on (B)(6) 2023.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental med watch will be filed.